Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the pump received hardware low level failures. Customer ran self test 3-4 times and got the same error message. Self test did not pass. Customer's blood glucose level was 200 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin1, keypad assembly.